Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyc0943 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reyc0943) have been reported from the same facility. Device not returned yet.

Event description:
It was reported by the nurse that the first broviac was implanted on (B)(6) 2017. It was allegedly leaking under the skin by (B)(6) 2017 and replaced with another device of the same lot. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of subcutaneous leak is inconclusive, poor sample condition. The sample returned is two photographs. The first photograph displays a broviac catheter in situ. The clamp and clamp markings are partially in view. The second photograph shows a similar view, with more of the printing and clamp visible. The printing appears to be partially worn away. As the device is in situ and the subcutaneous lumen cannot be examined for damage, the complaint is inconclusive due to poor sample condition. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reyc0943 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reyc0943) have been reported from the same facility.

Event description:
It was reported by the nurse that the first broviac was implanted on (B)(6) 2017. It was allegedly leaking under the skin by (B)(6) 2017 and replaced with another device of the same lot. There was no reported patient injury.